Manufacturer narrative:
Internal complaint reference (B)(4). H11. H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned in original packaging. The anchor is still in the insertion tube. The tube ferrule has been pushed back into the handle body allowing the insertion tube to move around freely. Bio debris is inside the tube and on the anchor. The sutures still run through the cannula to the cleat. The cleat is fully extended. A functional evaluation was performed on the returned device and found the driver can no longer be used to advance the anchor. The ratchet will not lock and can fully extend the cleat down and back up without moving the anchor. An analysis of the customer provided image found the device with no anchors visible. No physical damage is observed. The failure to fire can't be evaluated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (an application of unintended inappropriate or excessive force to the device). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a rotator cuff repair, after the insertion site was prepared with a 3.0 mm drill and cleared of all debris, it was noticed that a q-fix all suture anchor had a deployment failure. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up, in an additionally drilled bone hole. No further complications were reported.